Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 150 units. The user successfully reloaded the cartridge. The reported issue did not impact the user's blood glucose (bg) level. However, the user reported a bg level of 60 mg/dl. Reportedly, the user's healthcare provider is continuing to adjust the carbohydrate ratio on the pump. The user consumed carbohydrates to address bg level.